Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, there was no information available to determine if the product met its specifications. Consequently, it could not be judged whether the product met the required specifications. It remained unclear when this phenomenon was first observed, and the purpose of the procedure also remained unknown. Hence, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high definition lcd monitor had no image and could not activate the menus. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the monitor would not power on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.